Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings.on investigation, the pump powered up to a dim and discolored display screen. The pump failed radio frequency communication test. The pump casing was opened to investigate and a defective cold solder joint connection was found on one of the pin of the continuous glucose monitor module. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the dim and discolored and a defective cold solder joint was found on the continuous glucose monitor module. This report is made based on the results of investigation completed on (B)(6) 2016.